Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer france, which markets the devices in (B)(4). The MFR did not yet receive the explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. The products are in transit to zimmer gmbh labs for investigation. As soon as any add'l info becomes available and / or the device(s) are returned for eval and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that pt underwent revision due to pain and suspected metallosis. Surgeon believes that the root cause is impingement and subsequent wear particles.